Event description:
Event description guidant received information that during a pacemaker changeout procedure this ventricular lead was removed and replaced due to intermittent capture at high output settings.